Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The study is unable to provide any additional information, however is any additional information is subsequently received it will be processed and considered accordingly. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.

Event description:
It was reported that the patient, who was a participant in the minerva study, is deceased. The death occurred seven months post implant of the device. The cause of death is unknown. The adverse event committed of the study classified the relatedness of the adverse event to the procedure or device as "unknown" and the death has been classified as "unknown".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.